Event description:
The customer reported that after the first seal, the jaws would not release the cauterized tissue. The device was excised from tissue. Another device was used to complete the procedure w/o incident. There was no tissue damage, no blood loss and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.